Manufacturer narrative:
The device was received. Investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Device malfunction: resistance during insertion, bent distal guide. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a scarred common femoral artery after a peripheral interventional procedure. Reportedly, during device advancement, resistance was felt and "steady pressure" was required. The device was retracted to investigate the cause of the resistance. It was noticed that the distal guide was bent near the foot housing. The device was removed and a starclose was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.